Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and returned and put back into service.

Event description:
The fe reported that the system locked up. There was no pt injury or death reported.